Event description:
A third party biomed reported that the device failed to intermittently power on battery source. The customer was using a third party battery. There was no report of patient involvement with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported intermittent power failure. Physio confirmed proper device operation through functional and performance testing and returned the device to the customer for use. The root cause of the reported failure is unknown.